Event description:
User called into emergency support program line to request and report issue during use in which mega 30cc intra-aortic balloon (iab) was unable to update timing alarm and was unable to get arterial pressure waveform. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).